Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had button error alarm, vibrate anomaly and experienced high blood glucose level on insulin pump. The blood glucose at the 22.23 mmol/l and treated with pen. Troubleshooting was not able to resolve the issue. Customer declined troubleshoot for high blood level. The device was not returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage in keypad assembly noted. Inspected display screen connector and no unlocked connector noted. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime and compromise force sensor test, excessive no delivery test and self test. No constant tone, audio and beep anomaly, display anomaly or screen anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.